Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse notes patient temperature (pt) had dropped and water temperature (wt) was not increasing in response in an arctic sun device. Denies any alerts or alarms. Patient has been rewarming since 4:30pm. Patient temperature (pt) was 33.8c, targeted temperature (tt) was 37c, water temperature (wt) was 23c, water flow rate (wfr) was 2 l/m. 3 pads connected to adult patient. System diagnostics: outlet monitor temperature (t1) was 22.8c, outlet control temperature (t2) was 22.6c, inlet temperature (t3) was 23.4c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percent, mixing pump command (mpc) was18 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2932.2, pump hours were 2365.1. Nurse confirms patient was not shivering, micro shivering or seizing. Walked through stop therapy and empty pads. Drained 16 ounces of water from right drain port. Advised will call back in 30 minutes to check in on water temperature (wt). Called 3 times with no answer. Sn 1830. Nurse called back because patient temperature (pt) was still not increasing and water temperature (wt) was still low. Water temperature (wt) was registering at 17.7c. Advised they need to swap out to alternate device. Send this one to biomed labeled not heating. Sn (B)(6). Per follow up information received via phone on 27apr2026, spoke with nurse who confirmed device was exchanged and new device was heating water without issue. The same pads were in use. Only 3 pads were able to be placed on the adult patient due to colostomy bag location on patient's thigh. Per follow up information received via phone on 28apr2026, spoke with biomed who noted they would like to complete a preventative maintenance on this device. Requested tech support contact information. No evaluations completed at this time.